Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ right pelvic pain / left sided pelvic pain") and uterine haemorrhage ("heavy uterine bleeding") in a 37-year-old female patient who had essure (batch no. 975389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she had not experienced this combination of symptoms (heavy uterine bleeding, severe pelvic pain, and fatigue) as her menstrual periods were normal and she had no problem with going about her daily life. 517. Concurrent conditions included general anesthesia since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("heavy bleeding with clots during her cycle / cycles were becoming heavier and longer and lasting around 14 days"). On (B)(6) 2014, 1 year 3 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced uterine leiomyoma ("3.1cm uterine fibroid"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), dizziness ("dizziness"), cervicitis ("chronic cervicitis") and uterine cervical metaplasia ("squamous metaplasia"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, fatigue, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the dizziness, uterine leiomyoma, cervicitis and uterine cervical metaplasia outcome was unknown. The reporter considered abdominal pain, cervicitis, dizziness, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, uterine cervical metaplasia, uterine haemorrhage and uterine leiomyoma to be related to essure. The reporter commented: plaintiff was unsuccessful at treating her symptoms on her own with over the counter pain medication. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: 3.1 cm uterine fibroid (B)(6) 2017: total laparoscopic hysterectomy and bilateral salpingcetomy: pathology report: chronic cervicitis and squamous metaplasia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc update incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ right pelvic pain / left sided pelvic pain") and uterine haemorrhage ("heavy uterine bleeding") in a 37-year-old female patient who had essure (batch no. 975389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she had not experienced this combination of symptoms (heavy uterine bleeding, severe pelvic pain, and fatigue) as her menstrual periods were normal and she had no problem with going about her daily life. 517. Concurrent conditions included general anesthesia since 16-nov-2012. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("heavy bleeding with clots during her cycle / cycles were becoming heavier and longer and lasting around 14 days"). On (B)(6) 2014, 1 year 3 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced uterine leiomyoma ("3.1cm uterine fibroid"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), dizziness ("dizziness"), cervicitis ("chronic cervicitis") and uterine cervical metaplasia ("squamous metaplasia"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, fatigue, menorrhagia, dysmenorrhoea, abdominal pain, dizziness, uterine leiomyoma, cervicitis and uterine cervical metaplasia had resolved. The reporter considered abdominal pain, cervicitis, dizziness, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, uterine cervical metaplasia, uterine haemorrhage and uterine leiomyoma to be related to essure. The reporter commented: plaintiff was unsuccessful at treating her symptoms on her own with over the counter pain medication. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: 3.1 cm uterine fibroid. (B)(6) 2017: total laparoscopic hysterectomy and bilateral salpingcetomy: pathology report: chronic cervicitis and squamous metaplasia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: legal claim received. Event outcome was added for event dizziness, uterine leiomyoma, cervicitis. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ right pelvic pain / left sided pelvic pain") and uterine haemorrhage ("heavy uterine bleeding") in a 37-year-old female patient who had essure (batch no. 975389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she had not experienced this combination of symptoms (heavy uterine bleeding, severe pelvic pain, and fatigue) as her menstrual periods were normal and she had no problem with going about her daily life. 517. Concurrent conditions included general anesthesia since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("heavy bleeding with clots during her cycle / cycles were becoming heavier and longer and lasting around 14 days"). On (B)(6) 2014, 1 year 3 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced uterine leiomyoma ("3.1cm uterine fibroid"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), dizziness ("dizziness"), cervicitis ("chronic cervicitis") and uterine cervical metaplasia ("squamous metaplasia"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, fatigue, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the dizziness, uterine leiomyoma, cervicitis and uterine cervical metaplasia outcome was unknown. The reporter considered abdominal pain, cervicitis, dizziness, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, uterine cervical metaplasia, uterine haemorrhage and uterine leiomyoma to be related to essure. The reporter commented: plaintiff was unsuccessful at treating her symptoms on her own with over the counter pain medication. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: 3.1 cm uterine fibroid (B)(6) 2017: total laparoscopic hysterectomy and bilateral salpingcetomy: pathology report: chronic cervicitis and squamous metaplasia .most recent follow-up information incorporated above includes: on 14-jun-2018: legal claim was received and the following information was received: essure lot number 975389 provided; dizziness, 3.1cm uterine fibroid, chronic cervicitis and squamous metaplasia were added as events; new lab data added; underwent a total laparoscopic hysterectomy and bilateral salpingectomy; previous events outcome updated to recovery. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ right pelvic pain / left sided pelvic pain/ pain') in a 37-year-old female patient who had essure (batch no. 975389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she had not experienced this combination of symptoms (heavy uterine bleeding, severe pelvic pain, and fatigue) as her menstrual periods were normal and she had no problem with going about her daily life. 517. Concurrent conditions included general anesthesia since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("heavy bleeding with clots during her cycle / cycles were becoming heavier and longer and lasting around 14 days"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"), 1 year 3 months after insertion of essure. On (B)(6) 2016, the patient was found to have uterine leiomyoma ("3.1cm uterine fibroid"). On an unknown date, the patient experienced uterine haemorrhage ("heavy uterine bleeding/ abnormal bleeding"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), dizziness ("dizziness"), cervicitis ("chronic cervicitis"), uterine cervical metaplasia ("squamous metaplasia"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity symptom "). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, fatigue, menorrhagia, dysmenorrhoea, abdominal pain, dizziness, uterine leiomyoma, cervicitis and uterine cervical metaplasia had resolved and the autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, cervicitis, dizziness, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia, pelvic pain, uterine cervical metaplasia, uterine haemorrhage and uterine leiomyoma to be related to essure. The reporter commented: plaintiff was unsuccessful at treating her symptoms on her own with over the counter pain medication. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: results: 3.1 cm uterine fibroid. Diagnostic results: (B)(6) 2017: total laparoscopic hysterectomy and bilateral salpingectomy: pathology report: chronic cervicitis and squamous metaplasia. Lot number:975389 manufacture date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ right pelvic pain / left sided pelvic pain/ pain') in a 37-year-old female patient who had essure (batch no. 975389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she had not experienced this combination of symptoms (heavy uterine bleeding, severe pelvic pain, and fatigue) as her menstrual periods were normal and she had no problem with going about her daily life. 517. Concurrent conditions included general anesthesia since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("heavy bleeding with clots during her cycle / cycles were becoming heavier and longer and lasting around 14 days"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"), 1 year 3 months after insertion of essure. On (B)(6) 2016, the patient was found to have uterine leiomyoma ("3.1cm uterine fibroid"). On an unknown date, the patient experienced uterine haemorrhage ("heavy uterine bleeding/ abnormal bleeding"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), dizziness ("dizziness"), cervicitis ("chronic cervicitis"), uterine cervical metaplasia ("squamous metaplasia"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity symptom "). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, fatigue, menorrhagia, dysmenorrhoea, abdominal pain, dizziness, uterine leiomyoma, cervicitis and uterine cervical metaplasia had resolved and the autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, cervicitis, dizziness, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia, pelvic pain, uterine cervical metaplasia, uterine haemorrhage and uterine leiomyoma to be related to essure. The reporter commented: plaintiff was unsuccessful at treating her symptoms on her own with over the counter pain medication. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: results: 3.1 cm uterine fibroid. Diagnostic results: (B)(6) 2017: total laparoscopic hysterectomy and bilateral "salpingectomy": pathology report: chronic cervicitis and squamous metaplasia. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received : new event hypersensitivity symptom and autoimmune disorder nos were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ right pelvic pain / left sided pelvic pain/ pain') in a 34-year-old female patient who had essure (batch no. 975389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia and morbid obesity. Before essure, she had not experienced this combination of symptoms (heavy uterine bleeding, severe pelvic pain, and fatigue) as her menstrual periods were normal and she had no problem with going about her daily life. 517. (B)(6) 2017: total laparoscopic hysterectomy and bilateral salpingcetomy: pathology report: chronic cervicitis and squamous metaplasia. Concurrent conditions included general anesthesia since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced heavy menstrual bleeding ("heavy bleeding with clots during her cycle / cycles were becoming heavier and longer and lasting around 14 days"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"), 1 year 3 months after insertion of essure. On (B)(6) 2016, the patient was found to have uterine leiomyoma ("3.1cm uterine fibroid"). On an unknown date, the patient experienced device expulsion ("right fundus of the uterus reveals the proximal 2.5 cm of the right fallopian tube which does contain essure coil"), abnormal uterine bleeding ("heavy uterine bleeding/ abnormal bleeding"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), dizziness ("dizziness"), cervicitis ("chronic cervicitis"), uterine cervical metaplasia ("squamous metaplasia"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity symptom "). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abnormal uterine bleeding, fatigue, heavy menstrual bleeding, dysmenorrhoea, abdominal pain, dizziness, uterine leiomyoma, cervicitis and uterine cervical metaplasia had resolved and the device expulsion, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, autoimmune disorder, cervicitis, device expulsion, dizziness, dysmenorrhoea, fatigue, heavy menstrual bleeding, hypersensitivity, pelvic pain, uterine cervical metaplasia and uterine leiomyoma to be related to essure. The reporter commented: plaintiff was unsuccessful at treating her symptoms on her own with over the counter pain medication. The second essure coil diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: results: 3.1 cm uterine fibroid. Lot number:975389 manufacture date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-jun-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ right pelvic pain / left sided pelvic pain/ pain') in a 34-year-old female patient who had essure (batch no. 975389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia and morbid obesity. Before essure, she had not experienced this combination of symptoms (heavy uterine bleeding, severe pelvic pain, and fatigue) as her menstrual periods were normal and she had no problem with going about her daily life. 517. On (B)(6) 2017: total laparoscopic hysterectomy and bilateral salpingectomy: pathology report: chronic cervicitis and squamous metaplasia. Concurrent conditions included general anesthesia since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced heavy menstrual bleeding ("heavy bleeding with clots during her cycle / cycles were becoming heavier and longer and lasting around 14 days"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"), 1 year 3 months after insertion of essure. On (B)(6) 2016, the patient was found to have uterine leiomyoma ("3.1cm uterine fibroid"). On an unknown date, the patient experienced device expulsion ("right fundus of the uterus reveals the proximal 2.5 cm of the right fallopian tube which does contain essure coil"), abnormal uterine bleeding ("heavy uterine bleeding/ abnormal bleeding"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), dizziness ("dizziness"), cervicitis ("chronic cervicitis"), uterine cervical metaplasia ("squamous metaplasia"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity symptom "). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abnormal uterine bleeding, fatigue, heavy menstrual bleeding, dysmenorrhoea, abdominal pain, dizziness, uterine leiomyoma, cervicitis and uterine cervical metaplasia had resolved and the device expulsion, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, autoimmune disorder, cervicitis, device expulsion, dizziness, dysmenorrhoea, fatigue, heavy menstrual bleeding, hypersensitivity, pelvic pain, uterine cervical metaplasia and uterine leiomyoma to be related to essure. The reporter commented: plaintiff was unsuccessful at treating her symptoms on her own with over the counter pain medication. The second essure coil diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: results: 3.1 cm uterine fibroid. Lot number:975389, manufacture date: 2012-04, expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2021: medical record received. Reporter information, patient demographic details added. Event: right fundus of the uterus reveals the proximal 2.5 cm of the right fallopian tube which does contain the second essure coil added. Reporter causality comment added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ right pelvic pain") and uterine haemorrhage ("heavy uterine bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("heavy bleeding with clots during her cycle"). On (B)(6) 2014, 1 year 3 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, menorrhagia, dysmenorrhoea and abdominal pain had not resolved and the uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: plaintiff was unsuccessful at treating her symptoms on her own with over the counter pain medication. Plaintiff was scheduled to have device removed on (B)(6) 2017. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.